Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm was displaying inaccurate values. At the time of the call, patient's parent reported no injuries or medical intervention.